Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed. Additional observations: ¿ observed non penetrating nicks on the device. ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture confirmed by MRI. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported rupture confirmed by MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.